Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch error. No adverse patient effects were reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found the device to be in poor physical condition. Chipping and cracking were observed at the top case. A review of the pump event history log was performed and found check clutch/plunger to have been recorded. Functional testing was performed, and the reported issue was replicated. The root cause of the reported issue has been attributed to the device being used in a manner that was inconsistent with the instructions for use. The operator's manual states in the "important safety information" section, under "warnings" - "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." The operator's manual also states in the "safety features" section, under "maintenance & service" and "periodic maintenance" - "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it."